Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) detected out of range pacing impedances measurements on the rv and lv leads. Upon invasive procedure it was identified that the corresponding setscrews were stuck. Attempts to loosen the setscrews via the bi-rotational method were unsuccessful. The device was explanted and replaced.